Event description:
On 15th september 2025, it was reported by an arthrex employee that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in a calcaneal osteotomy, tendon transplantation and tendon transfer surgery, on (B)(6) 2025. The procedure was completed successfully as another new ar-1934bcf-2 was used. Ar-1250l was used to prepare bone socket. Bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15348041 was received for evaluation. Visual evaluation revealed that the screw was seriously damaged and deformed; it was also noted that the suture was frayed. Functional testing was performed by moving the sutures attached to the anchor without resistance. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.